Event description:
It was reported that customer received no delivery alarms and had no more infusion sets. Customer's blood glucose was 12.5 mmol/l. Customer was advised that infusion sets would be replaced. Customer will pick up sets. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.